Manufacturer narrative:
On 23-may-2024, additional information was received indicating a ngen pump was used in this case and it was set up to automatic mode. The ngen pump was switching from "low flow" to "high flow" during ablation. The flow returned to "low flow" setting after ablation was finished. Additionally, the correct catheter settings had been selected on the ngen rf generator, us configuration and it was set to power control mode. Correction: it was noticed, the ngen rf generator, us was incorrectly reported in section d10. Concomitant medical product of the 3500a initial MDR. Please consider this removed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a ngen rf generator, us configuration and the catheter¿s irrigation was not titrating. It was reported the ngen rf generator, us configuration did not present any errors. However, the catheter irrigation was not titrating and it was staying at 15 ml/min. The power was set for 40 watts, stayed at 7 or 8 watts for all lesions.

Manufacturer narrative:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a ngen rf generator, us configuration and the catheter¿s irrigation was not titrating. It was reported the ngen rf generator, us configuration did not present any errors. However, the catheter irrigation was not titrating and it was staying at 15 ml/min. The power was set for 40 watts, stayed at 7 or 8 watts for all lesions. Device evaluation details: the remote support team confirmed the system was performing as intended. There were no errors displayed on the generator, so no failure was found with the system. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported complaint condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of biosense webster's quality process. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).